Manufacturer narrative:
Additional information: g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported steam pop and subsequent cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a pericardial ventricular fibrillation ablation procedure, a steam pop occurred and fluid was removed from the pericardial space. Ablation was performed in the right ventricular outflow tract of a pulmonary vein contraction. A steam pop was felt, and force of approximately 10g and there was a small impedance increase of 10-20 ohms. A drain was already in place and a small volume of fluid was removed from the pericardial space. No additional liquid accumulation occurred. The procedure was completed with no adverse consequences to the patient.